Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: an updated implantation date of (B)(6) 2007 was reported. The patient identifier (B)(6) was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast biopsy due to irregular breast tissues and lumps. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via medwatch (B)(4) that a female patient underwent an unspecified breast surgery with unspecified mentor smooth saline breast prostheses and suffered several unexplained systemic symptoms, including depression, anxiety, tumor in the head, fibromyalgia, gerd, heart flutters, itchy skin, hair loss, difficulty breathing, muscle spasms, tingling limbs, swollen lymph nodes, vision issues, dizziness, migraines, and brain fog. It was reported that the patient has gone to the ER and hospital countless times because of these issues. Additionally, the patient had a breast biopsy performed due to irregular breast tissue and lumps. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.